Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted to the mechanical engineer at the hospital that there was a noise coming from the pump. The patient had no symptoms, but felt anxiety because of the noise from the pump. This noise occurs 2-3 times a week and lasts for several minutes. When this noise occurs, pump power temporarily increased from 4-6w to 8-9w. The pump appeared to be operating as intended. There was not an explanation for the reported pump sound. No further or additional information was provided.

Manufacturer narrative:
Additional information - d4 & h4. Manufacturer's investigation conclusion: the report of a noise from the pump could not be confirmed through this evaluation. Furthermore, the report of power elevations could not be confirmed through this evaluation. The account reported that the patient reported to the mechanical engineer at the hospital that there was a noise from the pump. The patient had no symptoms, but felt anxiety because of the noise from the pump. It was reported that the noise occurred two to three times per week and lasted for several minutes. When the noise occurred, the pump power temporarily increased from 4 ¿ 6 w to 8 ¿ 9 w. The submitted epc log file, dated on (B)(6) 2019, captured approximately 15 days and 12 hours of data. The submitted log file data appeared to show the system operating as intended with stable pump parameters. No atypical alarms were recorded and the pump speed remained above the low speed limit without issue. It was later reported that the strange sound was confirmed by multiple staff members. Two sound clips were provided; however, the report of a strange sound could not be confirmed from these clips. It was later reported that the cause of the pump sounds and pump power elevations was unknown. The patient still hears the noise from time to time, but the noise could not be heard at the clinic visit by clinicians. As of (B)(6) 2020, the plan of care was to see if anything else changes. The patient remains ongoing on vad support. The hmii IFU and patient handbook provide information on assessing the patient and pump function. The hmii patient handbook cautions that the appropriate personnel should be notified if there is a change in how the pump works, sounds, or feels. Pump power is addressed in the hmii IFU. No further information was provided. The manufacturer is closing the file on this event.